Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. A failed transmitter error was reported to have occurred for 40u0s1. Data investigation confirmed a failed transmitter error on (B)(6) 2017 for 40u0ms. The root cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. A review of the data log confirmed the reported event of a transmitter failed error. A root cause could not be determined.